Manufacturer narrative:
Investigation conclusion the customer reported when the nurse started the feeding, the feeding bag started to leak in between the tubing that directly connected to the feeding bag. No patient injury/harm was reported. This report refers to product code 673656, epump int. 1000ml feed only ns, with lot number 210320033, manufactured on 13-feb-2021. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. The customer provided a video of the reported failure. Examination of the video confirmed the report of leak. One (1) used device was returned for evaluation. Visual inspection and functional testing performed confirmed the reported device failure of leak. A correction has been initiated and completed to replace the rf sealing machine. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the nurse started the feeding, the feeding bag started to leak in between the tubing that directly connected to the feeding bag. No patient injury reported.